Manufacturer narrative:
Initial reporter name and address:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture and capsular contracture baker grade I. Device has been explanted and replaced.

Event description:
Physician reported a left side rupture and capsular contracture baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on radius, wear abrasion, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on posterior and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.